Manufacturer narrative:
The actual complaint sample was discarded at the time of the reported event and is therefore, not available for evaluation. Review of the device history records for the finished blood tubing set and for the arterial bloodline connector component showed that the product meets all design, quality, and product release specifications. No other complaints have been received for the reported lot. The product instructions for use contains the warnings: "ensure vascular access sites and their connections are visible at all times to the patient care staff. During treatment, do not cover the vascular accesses or their connections with any object that obstructs visibility such as a blanket or clothing." "Ensure all connections to blood access devices, dialyzers, priming sets, or other equipment are secure and fluid tight before introducing blood into the set, and monitor continuously during patient treatment." Medisystems considers this report closed. No additional information will be provided.

Event description:
The user facility reports one event in which the in-center patient's arterial catheter port separated from the dialysis blood tubing set connector approximately 30 minutes into therapy. The patient's access device was covered with a blanket and was not visible to staff which is inconsistent with warnings in the product instruction for use. Staff found patient unresponsive with the arterial catheter access separated and blood leaking down the side of the chair and onto the floor. CPR was administered and patient transferred to the hospital ER. Patient was released on (B)(6) 2011.